Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the spine active reference frame was fractured. There was no patient present. Additional information was received stating that the cable was disconnection. It could not be tracked. Additional information was received stating that it is not clear what caused the reported issue but the deterioration of the frame is considered.

Manufacturer narrative:
Ime and imf codes have been added. Lot had been updated. The frame was returned and analyzed. When the returned frame was connected to a known good system, it was observed that no led's were firing. Also, the connected tiu did not display any status lights, indicating a likely open in the cable. No apparent physical damaged was detected. (B)(4). If information is provided in the future, a supplemental report will be issued.